Event description:
Possible deflation.

Event description:
Deflation of right breast implant. Bilateral breast implant exchange with another brand due to hutchison ide status. Unk if this was the initial use of the device.